Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that 2 syringe 3ml ll 200 s/c had loose plungers during use. The following was reported by the initial reporter: it was reported that the plunger would not stay. Caller reported when they drew back their syringe, plunger would not stay and kept depressing itself. Customer was unable to fill syringe with insulin. Customer stated issues occurred with 2 syringes. Customer stated issues happened on (B)(6) 2021 but customer is unsure as to when the other issue occurred. Event date is set to date customer remembers, (B)(6) 2021. Number of occurrences: x2. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 3ml syringe, pn 30965.7 product lot # for issue on (B)(6) 2021: 9226367. For event with unidentified event date: 9226367. Did issue cause any injury? No. Did customer require medical intervention? No, customer was not injured due to issues. Is product available for return to bd? Yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. Contact: (B)(6). Resolution: caller successfully filled a cartridge with insulin. No further tandem follow up is required.